Event description:
It was reported that during a right sided a-flutter procedure, the celsius thermocool catheter in use developed char. The device was exchanged and the case resumed. There were no reported incidents or injuries to the patient. Additional information stated that the delivered power was 40 watts. The approximate duration time of the ablations was 120 secs. The physician constantly checked the catheter's irrigation, and no abnormal irrigation was noted. The generator was set to power mode. The generator rf delivery was cut off by impedance. The approximate char size noted on the catheter tip was about 1-2 mm.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. Concomitant products used during the procedure: carto 3 system: model #: m-4800-01 1, serial #: (B)(4). Cool flow irrigation pump: model #: m-5491-02, serial #: (B)(4). Stockert rf generator: model #:m-5463-01, serial #: (B)(4). The customer was contacted by biosense webster field service engineer. The hospital ep lab staff advised that bwi systems worked fine. The customer declined system service. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that this catheter developed char. Upon receipt of the complaint catheter, the catheter was visually inspected and it was noted that the tip had blood coagulum but not char. After decontamination the catheter was tested and passed electrical, temperature, ablation, irrigation and deflection tests. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint condition about the char cannot be confirmed since no char was observed and the catheter passed all tests.